Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump repeatedly malfunctioned with insulin delivery interruptions, including an occlusion alert and incomplete bolus delivery, along with abnormal loud buzzing and failure to complete rewinds; the event aligned with a failure to infuse associated with the motor component, and a replacement pump was authorized. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of user-provided information, including a review of a submitted video. Investigation of this case revealed a communications problem and evidence consistent with a motor-related failure leading to infusion failure. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.